Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back syndrome - other. It was reported the patient hasn't used the ins since a year after it was implanted. The patient was having issues with the ins and the healthcare provider (hcp) wouldn't assist her. The patient clarified and said it felt like it was frying her insides. The hcp told the patient it was all in her head. No further complications were reported.